Event description:
It was reported while using walgreens insulin syringes 1.0ml 29gauge 1/2" the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer/patient stated purchased a packet of 10 walgreens syringe - found not working.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using walgreens insulin syringes 1.0ml 29gauge 1/2" the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer/patient stated purchased a packet of 10 walgreens syringe - found not working.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.